Event description:
It was reported that there is a button on the infusion device that is not functioning. No further info was available. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product eval.

Manufacturer narrative:
The incident returned outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.